Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (13 kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a stellar displayed an error message (sf 25). It was reported the patient expired.

Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Review of the device data logs confirmed the single occurrence of sf25, however, performance testing could not reproduce the reported complaint. The device passed all performance tests. Visual inspection revealed dust on the cooling fan and water damage to the blower housing. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf25 was due to contamination. Sf25 does not affect ventilation and delivery of therapy. The stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (13 kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a stellar displayed an error message (sf 25). It was reported the patient expired.